Event description:
The coolgard 3000 ivtm system sn: (B)(6) displayed mid:14 (bg power supply) error message when the console was turned on. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of "the coolgard 3000 ivtm system sn: (B)(6) displayed mid:14 (bg power supply) error message" was confirmed based on the event log review and during functional testing. The root cause was a loose power cord connection, likely due to unintended user error. During visual inspection of the coolgard console, no physical damage was observed. The event log review indicated mid:14 (bg power supply) error messages, thus confirming the reported complaint. The coolgard 3000 ivtm system failed functional testing due to the displayed mid: 14, thus confirming the reported complaint. After reconnecting the power cord and the fuse to fix the loose connection, the issue was resolved. Upon service completion, the console will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for coolgard 3000 ivtm system with sn: (B)(6).